Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, a revision procedure was performed on (B)(6) 2016 due to unknown reasons. The acetabular cup and femoral head were removed and replaced.